Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing plif poster ior lumbar interbody fusion therapy for separation slippage. Level at which implant performed was l4/5. It was reported that after insertion of the cage, an attempt was made to expand, however, the expand failed. The graft auger was used, but it did not change. There was no patient symptoms or complications as a result of this event. Additional information was received from manufacturer representative that it happened during normal use of the device during surgery and not an initial failure. The inserted implant was checked in the surgical field, but the grafted bone was stuck in the cage, and the screwdriver did not fit and could not be opened.

Manufacturer narrative:
H3: product analysis of part # 6068076; lot # 0957553w visual inspection confirmed the implant was returned in the collapsed position. Functional inspection with a sample driver confirmed the cage was able to expand and collapse. Macroscopic inspection revealed some matter inside the implant and confirmed the female torx has been deformed/stripped from the misalignment of the driver during the attachment process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.